Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected with juvéderm voluma® xc, 0.7 cc in the left cheek and 0.3 cc in the right cheek. An unspecified amount of time later, the patient noticed some soreness/tenderness in the submalar region on the left side. Around 2 weeks later, event progressed to significant swelling, firmness, and soreness. Hcp prescribed doxycycline to rule out bacterial infection. Patient continued doxycycline treatment for 6 days without resolution. Hcp then prescribed 4mg prednisone. Patient finished prednisone and noticed no improvement. Hcp then prescribed ceflex antibiotic to rule out other bacteria with no improvement.